Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient experienced symptoms of baclofen withdrawal specifically, hypertonia and pruritus. The pump was also noted to be intermittently beeping for 3 days. In 2009, the patient underwent dye and rotor studies to determine if there was a problem with the pump or catheter. At the time of the study, she was noted to be alert, cooperative and "did not have a significant amount of spasticity in any of her limbs". Per the hcp, "there was quite a bit of excess line coiled underneath the pump, but the line did not look broken in any place and the connectors including at the pump and in the lumbar area looked good. The line was followed up in the intrathecal space and had a radiopaque tip visible at about t12". The rotor study revealed that the rotor moved 60 degrees. The hcp attempted to access the catheter access port under fluoroscopy and initially drew back 3 ml of serous fluid. Dye was injected; there was no extravasation or omnipaque in the line. The hcp suspected that the dye had been injected into a "seroma pocket". When the needle was repositioned in the port, the hcp was unable to withdraw spinal fluid from the line which indicated to the hcp that "the line obviously was blocked or kinked". The procedure was terminated; the pump and catheter were placed on that date due to the pump rotation and catheter "tangle". Prior to the replacement, the patient was on a daily dose of 155 mcg of lioresal 500 mcg/ml. The dose was reprogrammed to 75 mcg/day with the new pump. It was readjusted to 115 mcg/day three days later. Four days later, the patient's mother reported to the hcp that the patient had been experiencing increased spasticity since being on the lower dose. The dose was increased to 135 mcg/day with the intent to continue reassessment and dose titration up to 155 mcg/day. Per the reporter, there was no injury.